Event description:
It was reported the pt is not receiving effective stimulation. The pt is experiencing stimulation in her chest and abdomen. X-rays were taken and showed the lead is implanted anterior. The pt underwent revision surgery on (B)(6) 2012, where his lead was repositioned. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.